Event description:
It was reported that the patient experience the device would not inflate with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and balloon were explanted and a new ipp cylinder, pump, and balloon were implanted. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage. This cylinder had broken fabric threads. The other cylinder performed within specifications. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient experience the device would not inflate with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and balloon were explanted and a new ipp cylinder, pump, and balloon were implanted. Should additional relevant details become available, a supplemental report will be submitted.